Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly would not power on after replacing the batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: unrelated to the original complaint the pump was returned with a crack extending from the threads of the battery compartment to the case seal. There was visible corrosion in the battery compartment. The pump did not power on, there was no audible or vibratory sounds, the display screen was blank. The attempt to download the pump history and black box was unsuccessful. Investigation was not able to be completed due to inability to power on the pump. The pump failed an in house leak test with a battery compartment leak. Removed the pump cover and internal moisture ingress was confirmed inside the pump. (B)(4).